Event description:
Medtronic received information that blank display occurred. On (B)(6) 2021, customer reported the insulin pump quit working and had a blank display on (B)(6) 2021. Customer states that was when they discontinued pump therapy and subsequently went into diabetic ketoacidosis due to being off pump therapy for greater than 48 hours. Display did not return after pump restart. Per customer, there was no visible damage. Customer went off the pump because the pump would not turn back on, causing diabetic ketoacidosis. He tried to change the battery but could never get the display to return. He heard something "loose/rattling" in the pump when he would shake it without the reservoir inside. Helpline explained that it was normal for pump to rattle without a reservoir in pump. Customer was in the emergency room and was later admitted to the hospital on (B)(6) 2021. Customer's grandmother also mentioned that customer had diabetic ketoacidosis on an unknown date (so notified date of (B)(6) 2021 was used). Customer went to the emergency room for that.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.